Event description:
It was reported that during a ptca procedure when crossing the lesion with a guide wire, slight resistance was felt resulting in inability to cross. An attempt to perform ivus was unsuccessful. A second attempt to cross with the dilatation catheter was unsuccessful. During manipulation, suddenly guide wire "resistance" disappeared. Upon withdrawal of the entire system, a "cut" was found on the guide wire. All pieces were retrieved and no pt injury occurred.

Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the device revealed the wire was returned in two pieces. Scanning electron microscopy indicated the guide wire separation was a result of tensile overload. Quality engineering concluded that the calcification and tortuosity of the lesion combined with the reported resistance felt over the guide wire could have caused the tensile overload resulting in guide wire separation. As part of our quality process, 100% of all guide wires are inspected microscopically during the packaging phase of mfg for damage, bends and kinks to ensure proper device structure and integrity. Quality assurance will coninue to monitor for this type of product performance issue. No follow-up action is warranted at this time. This MDR is considered closed by the quality assurance department.